Event description:
On 8/15/91, rptr had a third implant implanted in the right breast for status post mastectomies for carcinoma and fibrocystic disease. She had reconstruction of the right breast with tram flap and repair of extensive donor defect of abdominal wall and this co's mammary implant placed in addition to tram. Right breast shows severe capsular contracture with loss of projection following skin sloughs. Rptr experienced rheumatod arthritis, capsular contractures, carcinoma, arthritis with symptoms, joint swelling, pain, stiffness, muscle fatigue, swelling of hands and fingers, fatigue, breast tenderness, general aching and stiffness, swollen glands, tingling of extremities, incorrect sizes of implants with asymmetry, visible wrinkles, hardness of breasts, implant noises, numerous operations, foreign giant cell reaction, scaring, back and knee stiffness, morning stiffness and saline leakage. (Same rptr referred to in 1000230, 1000231, and 1000233.)